Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 8, 10 and 12 atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.